Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl [5 mg/ml] at a rate of 1.8 mg/ml, bupivacaine [10.7 mg/ml] at a rate of 3.854 mg/day, and clonidine [0.9 mg/ml] at a rate of 0.32 mg/day via intrathecal drug delivery pump. It was reported that they couldn't aspirate the catheter during a routine pump exchange. There were no known environmental or external factors that may have led or contributed to the issue. They tried to aspirate through the catheter access port (cap). A back table prime was done and the issue was resolved. No further complications were reported/anticipated.